Manufacturer narrative:
The insulin pump was received with no button error alarm. However, the device had intermittent button response due to moisture damage on keypad traces. There was no moisture damage on the electronics and motor. The device was received with minor scratches on the display window, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they were cooking and received a button error alarm. Customer's blood glucose reading was 206 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump has fallen from their bra many times. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.